Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an upgrade procedure, when the physician placed the torque wrench into header of the pacemaker to retract the atrial set screw, the header separated from device. It was noted that no torque had been applied to the set screw when the header separated. It was also noted that the physician was not using any tool to remove the pacemaker from the pocket. Subsequently the physician opted to cut the ra lead in order to avoid any further damage to the device. Even though the patient is pacemaker dependent, ventricular pacing was maintained through the device even with the header separated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose but not separated from the device case. An x-ray of the device found that both the atrial tip and ventricular tip header wires were still intact at the header feed-through entry point. [The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.